Event description:
It was noted that the dyspnea and low oxygen saturation were not related to the rv lbb lead or the catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported intraoperatively that the right ventricular (rv) left bundle branch (lbb) lead exhibited high thresholds at two locations. A suitable position was then identified, however, while rotating the rv lbb lead, the catheter automatically retracted, failing to maintain support against the myocardial surface. This resulted in the rv lbb lead rotating freely and being unable to be screwed into the myocardium. While searching for another site, the patient developed sudden dyspnea and decreased oxygen saturation. The rv lbb lead was attempted not used and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.